Event description:
This customer reported "diagnostic reading errors" when using the defibrillator. There was no negative pt impact.

Manufacturer narrative:
(B)(4): this customer reported "diagnostic reading errors" when using the defibrillator. There was no negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.